Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station encountered unexpected errors during transaction recording, likely due to the bloated databases. The technical support specialist identified errors on devices during item removal, with unexpected transaction recording errors. Genesis oracle issues caused data bloat in device databases. The oracle genesis team-initiated recovery and manual syncing to shrink databases and bring stations back online. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary experienced an unexpected error while retrieving the medication. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.